Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the male patient underwent tevar (thoracic endovascular aortic repair), where a zta-pt-40-36-217 was used. The safety lock knob was turned in arrow direction, and the blue rotation handle was turned in arrow direction the prosthesis didn't open proximally. Therefore, the physician had to perform troubleshooting (removing the distal clips behind the blue rotation handle, pull back rotation handle; pull out trigger wires with forceps). No adverse effects on patient have been reported. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. A part of the device or the entire device(s) was/were returned for evaluation. The device evaluation determined the following: zta-pt-40-36-217 was returned without shipping stylet and stent graft. Device returned in the following pieces: introduction system without stent graft, blue rotation handle with trigger wires, back-end clips, back-end cap and black safety-lock knob. The device evaluation found that the blue rotation handle was severely damaged in the area where the back-end clips and back-end cap are originally placed. Some material was missing. The hole on the blue rotation handle where the black safety-lock knob is placed originally was severely damaged on one side and with several scratches all the way around. Several scratches were observed on the black safety-lock knob. Several scratches and marks were observed on the pin vise and the most distal part of the sliding rod. These damages might have been applied by the user. Dried glue was observed on the sliding rod extending from pin vise to approx. Two-thirds of the length of the sliding rod. Dried glue was also observed inside the blue rotation handle, specifically inside the proximal end of the handle. Furthermore, dried glue was also observed on the back-end cap and backend clips of the blue rotation handle. A nonconformance was initiated to address glue on the sliding rod, inside the handle and on the back-end cap and back-end clips. The observed scratches on the back-end clips might have been applied by the user during troubleshooting. The threaded wire knob was placed on the sliding rod in original position, and the handle was mounted. When attempting to rotate the blue rotation handle, it was only possible to turn it approx. 540° (1.5 turns). Excessive resistance was felt, and it was not possible to rotate the handle fully. The handle was dissembled, and it was observed that the threaded wire knob was positioned approx. One-third along the length of the sliding rod. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. It cannot be ruled out that the presence of glue on the sliding rod and inside the handle may have caused increased friction or blockage preventing the withdrawal of the threaded wire knob. This issue could have caused incomplete retraction of the nitinol wires into the uat and the inability to release the stent graft by rotating the handle. An internal action has been taken to address the issue. Relevant personnel has been informed. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: although the safety lock knob was turned in arrow direction and the blue rotation handle was turned in arrow direction the prosthesis didn't open proximally. Therefore the physician had to do the troubleshooting (removing the distal clips behind the blue rotation handle, pull back rotation handle; pull out trigger wires with forceps).

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.